Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that air water cylinder had foreign objects, and e315 scope communication error occurred. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the e315 error was noted to be due to component failure a probable cause could not be provided for the foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.